Event description:
It was reported while using bd connecta¿ stopcock the cap fell off repeatedly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a loose and falling off cap. The cap of a stopcock came loose and fell off. The cap came off again even after the cap was put back on.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 24-jul-2023. H.6. Investigation summary: our quality engineer inspected the4 photos 996 samples submitted for evaluation. The reported issue of loose component - no leak was not confirmed upon inspection of the samples and photos. From the photos no defects could be observed. Analysis of 150 samples showed that no defect could be observed. An additional 32 samples were pulled, and their plugs analyzed, and no defects or abnormalities were observed as well. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ stopcock the cap fell off repeatedly. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a loose and falling off cap. The cap of a stopcock came loose and fell off. The cap came off again even after the cap was put back on.